Manufacturer narrative:
The insulin pump had motor error alarmed during basic occlusion test due to faulty force sensor resistor. Analysis was unable to verify compromised force sensor system alarm or prime and fill anomaly due to motor error alarm. Motor passed motor test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin pump shut down and did a countdown. The customer stated that the insulin did not continue to drip after letting go of the act button. The customer stated that the motor did not slow down nor the numbers ramp up on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.